Event description:
A facility representative reported that following an implantable collamer lens (icl) the patient experienced an excessive vault and significant reduction of irido corneal angles. In a separate visit the lens was exchanged for a shorter length lens and the problem resolved. Cause reported as unknown.

Manufacturer narrative:
H6: clinical code: 4581: significant reduction of irido-corneal angles. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).